Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Possible causes of device deformity include an incorrect size delivery system, anatomical interference, angulation or kink in the delivery system upon deployment. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and size delivery system was not reported. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6), 2023, a 25mm amplatzer pfo occluder was chosen for implant. During deployment, the left disk "was not flat" and had a bulbous deformation. The deformed device was never released from the delivery cable and there was no report of any cardiac structure interaction. A decision was made to replace the device with a second 25mm amplatzer pfo occluder. The replacement device was implanted in the patient with no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. There was no report of any angulation/kink with the delivery system. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.